Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
During preparation for a medical procedure, the hospital staff noticed that a benchmark 6f 071 delivery catheter (benchmark) was snapped in half upon removal from the dispenser hoop. The damaged benchmark was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new benchmark.